Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that device was not working. MRI tech indicated from patient that they had two devices implanted. Caller did not know if patient actually was referring to the interstim and pump or if the patient has two interstim neurostimulators. Caller indicated patient was elderly and wasn't sure if they knew exactly. Caller indicated the device (interstim or pump) implanted in 2013 was the one that was not working. Caller and patient appeared to be confused on what was implanted or not working. No patient harm was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the MRI technician. The patient ended up not having the MRI and the technician had no information regarding the device as she did not see the patient; patient weight was unknown, and no patient symptoms were reported.